Event description:
Patient had been operated on the (B)(6) 2019 and due to a nerve condition dr had implanted an mdm. The patient has subsequently dislocated and needs further constraint; dr is exchanging the mdm liner for a constrained liner. Revision surgery due to dislocation to be performed on (B)(6) 2019. Liner revised with trident constrained liner 690-00-28f. Update: "the revision surgery was completed successfully patient has ongoing neurological issues. After the surgery on the (B)(6) 2019; patient dislocated again. Constrained liner was revised to put a longer head on. Surgeon said that the neurological condition of the patient was impeding all efforts to control the dislocations. Dr said that if the longer head implanted (B)(6) 2019 didn¿t keep the hip located; he was going to undertake a girdlestones procedure (i.e. Remove all hardware from the hip). Currently the patient has remained with their hip located with the longer head. The mdm liner, poly insert and metal head were all revised. Another 28+0 head was implanted on (B)(6) 2019; not a longer head. No delay. The metal mdm liner come out of the acetabular shell and was removed. The adm poly insert come out of the metal mdm liner and was removed. The femoral head come out of the adm poly insert and was removed"

Manufacturer narrative:
An event regarding dislocation of adm liner from mdm liner and disassociation of the mdm liner from the trident shell involving a mdm liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had been operated on the (B)(6) 2019 and due to a nerve condition, the dr. Had implanted an mdm. The patient has subsequently dislocated and needs further constraint; the dr is exchanging the mdm liner for a constrained liner. Revision surgery due to dislocation to be performed on (B)(6) 2019. Liner revised with trident constrained liner 690-00-28f.